Manufacturer narrative:
The reported event of connections problem was confirmed. The device was above elective replacement indicator (eri). The atrial setscrew was unable to tighten upon receipt. Analysis found the wrenches were being inserted off-center at steep angles and caused stripping on the atrial setscrew inset, this is consistent with user error, which resulted in the reported event. No device anomalies were found.

Event description:
It was reported, during an initial implant procedure, it was noted the set screw was stripped and the atrial lead was unable to be connected. The device was replaced to resolve the event. The patient was stable.